Manufacturer narrative:
The impella device was received from the customer. Upon completion of the investigation, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support during a bridge to transplant, and after approximately two days after start of the support, a purge system blocked alarm appeared coinciding with a purge pressure measurement of over 1000mmhg. There were no kinks were noted in the setup, and replacing the purge cassette failed to resolve the issue. Tissue plasminogen activator (alteplase) was subsequently placed in the purge for two hours, and the purge pressure and flow returned to normal. There was no harm to the patient as a result of this event. The patient continued on the impella 5.5 support for approximately 10 days before receiving a heart transplant and the impella 5.5 device successfully explanted with a survived outcome.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was returned for evaluation. High purge pressure (hpp): data log review showed approximately 16 minutes of pp rise. Shortly after this rise, there was a long cassette change. Prior to the rise, there were no clear trends/spikes in motor current (mc) besides slight changes in amplitude. The hpp was sustained for about 2 hours before temporarily recovering to normal pressure. The pp began to rise again over 20 minutes with another long cassette change within that time. Hpp was sustained for about another hour before resolving in a 15 minute pp decrease. There were no motor current spikes prior to either pp rise. The data logs were not characteristic of a kinked purge line. The pump was returned with the catheter cut. No biomaterial was found in or surrounding the purge gap. There were a few bends and kinks in the catheter but purge pressure testing could not be completed since the pump was returned cut at the catheter. The cause of the high purge pressure was most likely biomaterial as there was an initial 16 minute rise in pp and no motor current spikes based on data logs but the type of biomaterial is unknown since there were fluctuations in pp that did not clearly match an ingestion or buildup pattern.